Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed an incoming functional test. The cause for the failure was isolated to shorted c6 and c7 capacitors on the computer/analog pca. The root cause for the shorted capacitors could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor that was returned for an unrelated reason, a reportable malfunction was found. Monitor sn (B)(4) failed incoming functional testing.